Event description:
A programming history database review was performed for this patient¿s generator that indicated high impedance on a normal mode diagnostic test. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: initial report inadvertently did not state that the patient¿s generator replacement surgery had taken place.

Event description:
Additional information was received that this patient received a generator replacement. The surgeon¿s office indicated that they had settings and diagnostic results from (B)(6) 2017, although it was unknown if they were system diagnostics or normal mode diagnostics. No other relevant information has been received to date.